Manufacturer narrative:
Pending investigation. D10: 350-04-05e - flat cut talus sz 5 r (B)(6), 350-32-04 - tibial plate mb sz 4 rt (B)(6).

Event description:
As reported, approximately 9 months and 20 days post the initial ankle replacement surgery, the patient underwent revision surgery. A month prior, the patient was playing with their dogs and experienced acute pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4: 510k unknown device not approved for use in the USA. The revision reported was likely the result of fracture of the tibial insert. The tibial insert fracture was likely the result of high in vivo loading, which may be secondary to high patient weight with a bmi of 55 (class 3 obesity). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.